Event description:
Reportedly, during a ventricular threshold test, the device failed to start pacing again once the space bar had been pressed to terminate the test. There was a significant pause before pacing resumed.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a ventricular threshold test, the device failed to start pacing again once the space bar had been pressed to terminate the test. There was a significant pause before pacing resumed.